Event description:
The technician alleged that the brake would not hold the bed from moving while in brake mode. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.